Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue mx750 patient monitor and the device was completely out of sound. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue mx750 patient monitor and the device was completely out of sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). A quote for a replacement speaker was provided to the customer, but expired. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a quote for a replacement speaker, but the quote expired. If additional information is received the complaint file will be reopened.